Event description:
Covidien received information stating that an 840 ventilator had lines across the upper display. The ventilator was not in use on a patient at the time the malfunction occurred. The date of the event is unknown.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The cse performed extended self-testing on the device and all tests passed. (B)(4).